Event description:
User experienced difficulty in the proper placement of the plate and insertion of the pegs. Due to low plate position omitted pegs would have not been positioned in humeral head. Revision surgery may be required.